Manufacturer narrative:
One suspect device was returned for evaluation. A foreign object was found inside the barrel of the syringe in the fluid path. The complaint is confirmed. The root cause is attributed to the manufacturing process. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found. Corrective actions are in process.

Event description:
The account reported a foreign object inside the fluid path of the syringe. This was identified on incoming inspection and was not sent to a user facility.